Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise causing several auto mode switching episodes was observed on the atrial lead between (B)(6) and (B)(6) 2020. No changes were made. The lead was to be monitored. The patient was stable.